Manufacturer narrative:
The sample associated to this report has not been returned. If the sample is returned, a summary will be provided in a supplemental report. Information has been added to the database for trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report alleging that prior to use on a patient, while checking the cuff, air could not be injected from the cuff. No patient involvement. The information provided indicates that the sample will be returning for analysis.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and it was observed both inflation and deflation was difficult . A visual inspection was performed and it was observed the inflation line tubing is collapsed inside the lumen of the tube. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report alleging that prior to use on a patient, while checking the cuff, air could not be injected from the cuff. No patient involvement.